Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video processor experienced water invasion. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: power does not turn on, converter malfunction, liquid adheres to top cover, rear panel, chassis, printed circuit on dp board, board base, switch board, and path 1u. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions: power did not turn on due to converter malfunction. The liquid adheres are due to environmental issues. All causes were traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.